Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 h3 h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ visibility/palpability: unable to observe. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6; h3; h6

Event description:
Patient reported left side deformation and capsular contracture baker grade iii. Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, left side deformation. And capsular contracture, baker grade unknown. Device remains implanted. Healthcare professional, later reported, left side capsular contracture, baker grade iii. And a rupture. Confirmed with ultrasound.

Event description:
Patient reported left side deformation and capsular contracture baker grade unknown. Device remains implanted. Healthcare professional later reported left side capsular contracture baker grade iii and a rupture confirmed with ultrasound.